Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there as an alleged overdischarge (od) on the patient¿s implantable neurostimulator (ins). The patient had not used the ins for 2 years. The representative met with the patient today to get the ins out of the od and, after a physician recharge mode (prm) was performed, a power-on-reset (por) was seen on the recharger. The patient device was at half and the por could not be cleared since the ins battery depleted rapidly. It was recommended to continue to recharge the ins and then try to clear the por. No symptoms were reported in the event.

Event description:
Follow up information received from the manufacturer¿s representative reported that the issue was resolved and the patient was scheduled for replacement on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.